Event description:
It was reported that the customer was in the hosp. While in the hosp, the customer began experiencing high blood glucose. The reported blood glucose reading was 300 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. A tubing clamp was not available to retry the high pressure test. The customer was sent a tubing clamp and advised to call back to retry the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.